Event description:
It was reported that the doctor was harvesting an acl autograft and the bone plug cutter broke. Allegedly it bent and embedded metal into the graft. Doctor removed metal debris and used another blade.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.